Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported during treatment an "m31 air detected in cassette warning" alarm was received during fill 6 of 6 and cancelled treatment. The contact stated when the cassette was removed from the cycler fluid was noticed on both the tubing set and cycler. The sample was discarded and was no longer available for evaluation. Additional information was requested.

Event description:
A peritoneal dialysis (pd) patient contact reported during treatment an "m31 air detected in cassette warning" alarm was received during fill 6 of 6 and cancelled treatment. The contact stated when the cassette was removed from the cycler fluid was noticed on both the tubing set and cycler. The sample was discarded and was no longer available for evaluation. Additional information was requested.

Manufacturer narrative:
Plant investigation: the cycler was returned for investigation. A visual inspection of the returned cycler exterior showed sign of physical damage. The front panel bezel gasket was drooping over the center of the front panel overlay. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. No fluid leaks in the test cassette during the test treatment. The cause of the observed dried fluid and fluid could not be determined. The simulated treatment was performed and completely without failures. Passed mushroom head check. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient contact reported during treatment an "m31 air detected in cassette warning" alarm was received during fill 6 of 6 and cancelled treatment. The contact stated when the cassette was removed from the cycler fluid was noticed on both the tubing set and cycler. The sample was discarded and was no longer available for evaluation. Additional information was requested.